Manufacturer narrative:
(B)(4). A follow up reprot will be submitted upon completion of the investigation.

Event description:
The customer reported that the device's paddles were not functioning. There was no report of pt impact.